Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture", "chest pain", "change of breast shape" and "detachment". Patient also reported "ptosis" which is not device related. This record is for the right side. Device remains implanted.